Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report unexplained high blood glucose levels. The customer reported blood at the site. The customer's blood glucose level ranged from 400 to 600 mg/dl. The customer treated with a manual injection. The customer was shipped a tubing clamp and will call back to perform the test. Nothing was replaced or returned.